Manufacturer narrative:
Manufacturing date was unavailable at the time of filing. No part was returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during the case, the navigation system was not seeing the side gantry trackers on the imaging system. The ias was rebooted and this resolved the issue. This caused a 5 minute delay in surgical time. Issue occurred intra/peri-operatively with no reported impact to patient outcome.